Manufacturer narrative:
No evaluation was performed as the product was not returned. Therefore no conclusion could be drawn.

Event description:
Screw threads spiraled off during insertion. Surgeon felt that he had very minimal fixation with this now smooth screw. Screw not retrieved from patient.